Event description:
Customer reported experiencing four low blood glucose events over the past three months, with the specific lowest levels displayed as "low" and the cause of these events remained unknown. Customer consumed carbohydrates to manage the low blood glucose levels and was advised by technical support to consult with a healthcare professional for further analysis, which the customer acknowledged and understood.